Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left coil was not found/part of the coil could not be found at the time of the first procedure'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('infection other: kidney infection') in a 31-year-old female patient who had essure (batch no. 625143-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included bleeding genital and bloating. Current weight 285 lbs. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), allergy to metals ("nickel allergy/possible nickel allergy"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergiest"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with clindamycin phosphate (clindesse), fluconazole (diflucan), hydromorphone hydrochloride (dilaudid) and surgery (total hysterectomy/bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, kidney infection, back pain, dyspareunia, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, hormone level abnormal, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, visual impairment, eye disorder, weight increased and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: 2008. Date(s) of removal: (B)(6) 2008; (B)(6) 2009 supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Fu: (B)(6) 2019, removal detail: (B)(6) 2018, laparascopic salpingectomy (B)(6) 2018, hysterectomy bilateral salpingectomy. Results of your essure confirmation test: hysteroscopy - malposition of essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Computerised tomogram - on (B)(6) 2007: result: showed broken pelvic bone, now building very heavily. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left coil was not found/part of the coil could not be found at the time of the first procedure'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device') and pelvic abscess ('abscess') in a 31-year-old female patient who had essure (batch no. 625143-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included bleeding genital and bloating. Current weight 285 lbs. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection ("infection other: kidney infection"), pelvic pain ("pain :pelvic"), allergy to metals ("nickel allergy/possible nickel allergy"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergiest"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with clindamycin phosphate (clindesse), fluconazole (diflucan), hydromorphone hydrochloride (dilaudid) and surgery (total hysterectomy/bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, pelvic abscess, genital haemorrhage, kidney infection, back pain, dyspareunia, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, hormone level abnormal, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, visual impairment, eye disorder, weight increased and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: 2008. Date(s) of removal: (B)(6) 2008; (B)(6) 2008; (B)(6) 2009, (B)(6) 2018. Supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Fu: (B)(6) 2019, removal detail: (B)(6) 2018, laparascopic salpingectomy 21feb2018, hysterectomy bilateral salpingectomy. Results of your essure confirmation test: hysteroscopy - malposition of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Computerised tomogram - on (B)(6) 2007: result: showed broken pelvic bone, now building very heavily. Hysteroscopy - on (B)(6) 2008: results: malposition of essure device (per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Reported lot number (625143) is an not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left coil was not found/part of the coil could not be found at the time of the first procedure'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device') and pelvic abscess ('abscess') in a 31-year-old female patient who had essure (batch no. 625143-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included bleeding genital and bloating. Current weight 285 lbs. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection ("infection other: kidney infection"), pelvic pain ("pain :pelvic"), allergy to metals ("nickel allergy/possible nickel allergy"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergiest"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with clindamycin phosphate (clindesse), fluconazole (diflucan), hydromorphone hydrochloride (dilaudid) and surgery (total hysterectomy/bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, pelvic abscess, genital haemorrhage, kidney infection, back pain, dyspareunia, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, hormone level abnormal, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, visual impairment, eye disorder, weight increased and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: 2008. Date(s) of removal: (B)(6) 2008; (B)(6) 2008; (B)(6) 2009, (B)(6) 2018. Supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Fu: (B)(6) 2019, removal detail: (B)(6) 2018, laparascopic salpingectomy (B)(6) 2018, hysterectomy bilateral salpingectomy. Results of your essure confirmation test: hysteroscopy - malposition of essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Computerised tomogram - on (B)(6) 2007: result: showed broken pelvic bone, now building very heavily. Hysteroscopy - on (B)(6) 2008: results: malposition of essure device (per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Reporter added. Added event abscess. Events of genital haemorrhage and kidney infection downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left coil was not found/part of the coil could not be found at the time of the first procedure'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('infection other: kidney infection') in a 31-year-old female patient who had essure (batch no. 625143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included bleeding genital and bloating. Current weight 285 lbs. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), allergy to metals ("nickel allergy/possible nickel allergy"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergiest"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with clindamycin phosphate (clindesse), fluconazole (diflucan), hydromorphone hydrochloride (dilaudid) and surgery (total hysterectomy/bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, kidney infection, back pain, dyspareunia, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, hormone level abnormal, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, visual impairment, eye disorder, weight increased and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: 2008. Date(s) of removal: (B)(6) 2008; (B)(6) 2008; (B)(6) 2009 supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Fu: (B)(6) 2019, removal detail: (B)(6) 2018, laparascopic salpingectomy (B)(6) 2018, hysterectomy bilateral salpingectomy. Results of your essure confirmation test: hysteroscopy - malposition of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Computerised tomogram - on (B)(6) 2007: result: showed broken pelvic bone, now building very heavily.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs & mr received : events¿ the left coil was not found/part of the coil could not be found at the time of the first procedure, vaginal infection¿ were added. This case is medically confirmed, reporter, demographics, medical history, concurrent conditions, lab data, essure indication (amended); essure lot number, treatment medications were added. Event ¿pelvic pain¿ outcome was updated to recovered/resolved. All the relevant information from deleted case: (B)(4) was transferred to this pre-existing case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left coil was not found/part of the coil could not be found at the time of the first procedure / migration'), device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device') and pelvic abscess ('abscess') in a 31-year-old female patient who had essure (batch no. 625143-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included bleeding genital and bloating. Current weight 285 lbs. Concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection ("infection other: kidney infection"), pelvic pain ("pain :pelvic"), allergy to metals ("nickel allergy/possible nickel allergy"), vaginal infection ("vaginal infection") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergist"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with clindamycin phosphate (clindesse), fluconazole (diflucan), hydromorphone hydrochloride (dilaudid) and surgery (total hysterectomy/bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, pelvic abscess, genital haemorrhage, kidney infection, back pain, dyspareunia, allergy to metals, hypersensitivity, vaginal haemorrhage, menorrhagia, vaginal discharge, vaginal infection, hormone level abnormal, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, visual impairment, eye disorder, weight increased and weight decreased outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: 2008. Date(s) of removal: (B)(6) 2008; (B)(6) 2008; (B)(6) 2009, (B)(6) 2018. Supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Fu: (B)(6) 2019, removal detail: (B)(6) 2018, laparoscopic salpingectomy (B)(6) 2018, hysterectomy bilateral salpingectomy. Results of your essure confirmation test: hysteroscopy - malposition of essure device legacy device report num 2951250-2020-10226 medwatch 3500a MFR number discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007. Discrepancy noted in date of removal (B)(6) 2007 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Computerised tomogram - on (B)(6) 2007: result: showed broken pelvic bone, now building very heavily.. Hysteroscopy - on (B)(6) 2008: results: malposition of essure device (per pfs). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Reported lot number (625143) is an not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: no new significant information received. Amendment: the report was also amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) date of insertion were added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s)\failure to occlude (close) fallopian tube'), uterine perforation ('perforation (uterus)\malposition of essure device: inner back wall of uterus/ migration of essure device: uterus/ expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: current weight (B)(6). Concurrent conditions included overweight. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction /rashes or skin conditions: saw an allergist"), kidney infection ("infection other: kidney infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain :pelvic"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), visual impairment ("vision/eye problems type"), eye disorder ("vision/eye problems type") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). The patient was treated with surgery (supracervical hysterectomy(uterus only)/left a surgical clamp right ovary and fallopian removed 2018). Essure was removed in (B)(6) 2009. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, kidney infection, cystitis, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dyspareunia, pelvic pain, vaginal discharge, fatigue, visual impairment, eye disorder, weight increased, weight decreased and back pain outcome was unknown. The reporter considered allergy to metals, back pain, bladder disorder, cystitis, device breakage, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2008; (B)(6) 2008; (B)(6) 2009 supracervical hysterectomy (uterus only). Physician could not find the entire device during the first surgery (2008). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain, kidney infection, bladder infection. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. Reporter's information was added. Patient's demographics aka was added. Date of removal was added. Hormonal changes; abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); hysterectomy (partial); allergic or hypersensitivity reaction; infection: bladder; infection (other); malposition of essure device: inner back wall of uterus; rashes or skin conditions; bladder or urinary problems or changes; migraines / headaches; migration of essure device: uterus; nausea; device breakage; nickel allergy; tubal ligation; surgery: removal; dyspareunia (painful sexual intercourse); expulsion of essure device; pain; vaginal discharge; failure to occlude (close) fallopian tube(s); perforation (fallopian tube(s); vision/eye problems; fatigue; perforation (uterus); weight gain / loss; patient did not undergo essure confirmation test. Concomitant condition were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.